Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the coil pipe slid and obstructed movement of the angulation wire (a-wire). The event can be detected and prevented by following the instructions for use which state: "important information ¿ please read before use : never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc." In addition, the following non-reportable malfunction was found during the device evaluation; detached cable support. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon evaluation, the scope was found to be in the bending position and could not be straightened (but the wires were movable). The connector was also found to be leaking and cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The uretero-reno videoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, there was bending, and the bent position could not be straightened (but the wires were movable). There was no procedural or patient involvement associated with this event.